Manufacturer narrative:
The log file was analyzed for the reported date of event finding several entries pointing to a power supply failure. In this case the operation is automatically continued on battery supply. In the following "battery capacity smaller than 20%" and battery capacity smaller than 10%" entries were logged indicating that the user was informed about the status of the battery. Due to the fact that no actions were initiated and the battery was depleted completely a motor voltage error was the result finally leading to a slowed and stalled motor explaining the initial reported symptom of a stopped ventilator. The fabius tiro has reacted on a faulty power supply as specified by posting the corresponding alarms. The power supply was replaced and all tests were passed successfully afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during operation the ventilator was stopped. No patient injury reported.